Event description:
The customer reported to baxter a clearlink continu-flo solution set in which a no flow occurred. This no flow took place while trying to access the lowest port with a pre-filled syringe in the infusion / oncology department. This incident occurred during patient use. There was no patient injury or medical intervention associated with this report. No additional information was available.

Manufacturer narrative:
(B)(4).one actual unit was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available.

Manufacturer narrative:
(B)(4). The customer returned one used sample for evaluation. The sample arrived out of the pouch primed. Visual inspection showed that, a monoject 0.9% sodium chloride prefilled syringe was attached to the bottom y site. There is approx. 6 ml's of solution remaining in the syringe. The plunger of the syringe was manually depressed which showed flow through the y site. However, it was noted that an excessive amount of force was required to activate the plunger and flow. Both y site's were then tested for flow by attaching a (B)(4) secondary medication set spiked into a 1000 ml solution bag containing reverse osmosis water. The first y site flowed normally while the second y site appeared to have a slow flow through. The second y site was then visually inspected under a microscope for the center slit. This showed that, the center slit was slightly off center and partially re-knit. The complaint will be confirmed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was performed on the reported lot with no deviations found. The root cause was determined to be re-knit, silicone gland molecular cross-linking. This is a know defect and occurs at a very low frequency, therefore, no actions will be taken at this time.